Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: connector pins are showing a fuzzy display. Confirmed failure: ccu-r-vit video intermittent - transition board. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), incident light from surgical scene is reflected by coupler/ch window, use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image during procedure.